Event description:
The hospital reported that during the procedure with the needle in place; the blood sprayed out of the needle hub due to a hole in the hub and the blood sprayed into the doctor's face.